Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer¿s blood glucose level was 424 mg/dl at the time of incident. The customer declined troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer did not mention any treatments related to high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.